Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 70 plates of bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) were found to have contamination. No patient impact reported. The following information was provided by the initial reporter: customer reports 70 plates of 221261 were found to have contamination. Lot #2174012.

Manufacturer narrative:
H.6 investigation summary: during manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 2174012 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed and no other complaints have been taken on batch 2174012. Retention samples from batch 2174012 were not available for inspection. One hundred plates from batch 2174012 were returned as 10 unopened sleeves shipped in a box. Plates were inspected and 12/100 plates had surface bacterial growth (time stamps0443, 0445, 0455, 0458, 0510, 0523, 0525, 0529, 0530). One affected plate was submitted to the ID lab and pseudomonas fluorescens was identified. Three photos also were received for investigation. One photo shows a close up of the top of a sleeve with microbial growth visible in the top plate. Another photo shows the side of a sleeve from batch 2174012 with one plate that appears to be contaminated. The last photo shows the bottom of a plate from batch 2174012 (time stamp 0506) with growth visible. This complaint has been confirmed. Bd has identified a contamination trend for this product and the investigation found opportunities for bioburden reduction in the manufacturing process. A CAPA (corrective and preventative actions) has been initiated and involves implementing additional cleaning events and evaluation of manufacturing procedures focused on in-process bioburden reduction. Additional trainings are planned with an ongoing training review for cleaning processes. H3 other text : see h.10.

Event description:
It was reported that 70 plates of bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) were found to have contamination. No patient impact reported. The following information was provided by the initial reporter: customer reports 70 plates of 221261 were found to have contamination. Lot #2174012.